Event description:
Revision surgery - the patient had an adverse reaction.

Manufacturer narrative:
Revision surgery. The patient had a metal reaction. The surgeon removed all of the implants except for the stem. The implants were changed to a biolox delta head and the rest of the implants were replaced by zimmer. The original surgery was performed on (B)(6) 2006 and the products were in vivo for approximately 6.3 years. Because no components were returned to encore medical (B)(4) surgical, a definitive root cause cannot be determined. Factors that can lead to metal/metal reaction or pain include hypersensitivity to metal, increased metal wear due to high patient

Event description:
Revision surgery - the pt had a metal reaction. The surgeon removed all implants except for the stem and replaced the head with a biolox delta head. The rest of the implants were replaced with zimmer products.